Manufacturer narrative:
Concomitant product(s): product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (20 mg/ml, approximately 6.5 mg/day) via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was going to be having a spine surgery and the managing doctor would like a manufacturer representative there. The last time the patient "had it pinched off," something happened during a back surgery. It took almost 4 months to get it repaired and the patient had horrible withdrawal. It took so long to get it repaired because the patient's back had "just been split open." The patient was getting the pump filled every 2 weeks so they had to change the concentration of the drug. The patient would follow up with a healthcare professional. No further complications were reported.